Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming, excessive no delivery, unexpected restart error and self-tests. The insulin pump had all operating currents within specifications and the off no power alarm functioned properly. There was no unexpected low battery alarm. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. There was no sensor anomaly, unit was programmed with several bolus deliveries and monitored. All boluses were delivered properly and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and was verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screens. There was not cosmetic damage and no delivery anomaly on the insulin pump.

Event description:
Nurse reported via phone call low blood glucose levels, hospitalization, low battery alarm and delivery anomaly. Customer's blood glucose level was 27 mg/dl. Troubleshooting for low blood glucose was performed. Customer experienced hypoglycemia, hypothermia, low blood glucose and was sent to the hospital as a result. Customer advised they delivered a bolus, were down on the floor, they were unable to move, they were sweaty and managed to push their life alert pendant to alert the paramedics. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.